Event description:
It was reported that the patient¿s implantable neurostimulator (ins) stopped working about three months prior to the report. An ins overdischarge was suspected. A healthcare provider (hcp) called back and stated the patient had an appointment scheduled with the hcp for (B)(6) at 10 a.m., but the patient had indicated prior that he was going to reach out to the manufacturer to see if they could restart/re-boot his device. The hcp called back again and wanted to schedule a meeting with the manufacturer¿s representative (rep) to have the patient¿s ins rebooted. The patient met with the rep. On (B)(6) and it was determined that he would need some substantial time to recharge the ins, probably more than four or five hours, so it was determined to come back on another day when both the patient and rep. Were available. The patient had not yet been recharged and an overdischarge was suspected or that his battery had run down. The manufacturer¿s representative (rep) met with the patient and an overdischarge was confirmed. The patient did not have time to do a power on reset (por) at that time, so the rep was waiting to hear back from him on a time that would work for him. It was later reported from the hcp that it was unknown if an overdischarge was confirmed or how long it had been since a successful charge was accomplished. The cause of the overdischarge was device malfunction. As a result the patient experienced lower back pain. No troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. It was unknown how the patient was doing.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).